Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the cause was determined to be use related. One 4 fr groshong PICC was returned for investigation. The groshong catheter was received with the stylet in the lumen. A red colored residue was observed within the valve and near the distal end of the catheter and stylet, which is indicative of use. A hole was observed in the blue stripe 2.2 cm from the distal tip of the catheter. The hole coincided with the distal tip of the stylet. A microscopic examination of the hole revealed a circular shaped hole in the catheter wall. The hole was 0.0081¿ in length. The location and shape of the hole are consistent with damage caused by puncturing the catheter wall with the stylet. The tip of the stylet showed no sharp edges or damage. The IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Do not use the catheter if there is any evidence of mechanical damage or leaking.¿ a lot history review (lhr) of recv1033 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that sand holes were found in front of the tip valve in the process of catheter pre-flushing.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1033 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that sand holes were found in front of the tip valve in the process of catheter pre-flushing.